Event description:
It was reported that a bd vacutainer® 9nc 0.129m plus blood collection tube overfilled. The following was reported, "it was reported that the tubes are overfilling. Received a call stating that tubes are overfilling. She can be reached at 760-379-6688. Butterflies with transfer device, and straight needles with transfer devices I hope this helps we tossed all the tubes that were going to expire in feb and in april of this year. We have not had a problem since this occurrence with any other tubes."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® 9nc 0.129m plus blood collection tube overfilled. The following was reported, "it was reported that the tubes are overfilling. Received a call stating that tubes are overfilling. She can be reached at (B)(6). Butterflies with transfer device, and straight needles with transfer devices I hope this helps we tossed all the tubes that were going to expire in feb and in april of this year. We have not had a problem since this occurrence with any other tubes."